Event description:
Size 6 french foley catheter inserted per sterile technique without difficulty. Rn inserted 3cc sterile water into valve. Radiology stated they could not remove catheter; unable to deflate bulb in an indwelling foley. Foley catheter cut, bulb remained inflated. Radiologist inserted guidewire in inflation hole, bulb remained inflated. Physician offered to assist, where upon he pulled folley gently. Foley removed without difficulty.